Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, plunger over-ride. And plunger started to deviate to the side when it was injecting.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).